Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("irregular vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy, essure successfully removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, tooth disorder, dysmenorrhoea, headache and anxiety outcome was unknown and the abdominal pain, menorrhagia, dyspareunia, allergy to metals, vaginal discharge and migraine had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: bilateral essure devices are seen. Essure implantation procedure was successful without complications; doctor observed six trailing coils within the left uterine cavity and two trailing coils within the right. Most recent follow-up information incorporated above includes: on 5-mar-2018: pfs and medical record received: lot number, reporter information, patient details, lab data, product information, events: pain, abnormal bleeding (vaginal), dental problems, dysmenorrhea (cramping), headaches, psychological or psychiatric problems: anxiety were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure (batch no. 774384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, cone biopsy of cervix and urethropexy. Concurrent conditions included bladder prolapse. Concomitant products included alprazolam, eugynon (low-ogestrel) and multivitamins, plain (multi-vitamin). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("severe menstrual bleeding/abnormal menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("psychological or psychiatric problems: anxiety"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("irrugular vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (underwent a total hysterectomy with bilateral salpingectomy, essure successfully removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, tooth disorder, dysmenorrhoea, headache and anxiety outcome was unknown and the abdominal pain, menorrhagia, dyspareunia, allergy to metals, vaginal discharge and migraine had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: bilateral essure devices are seen essure implantation procedure was successful without complications; doctor observed six trailing coils within the left uterine cavity and two trailing coils within the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("severe menstrual bleeding/abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), vaginal discharge ("irrugular vaginal discharge"), migraine ("migraine headaches") and the second episode of menorrhagia ("prolonged menses"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy, essure successfully removed). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dyspareunia, allergy to metals, vaginal discharge, migraine and the last episode of menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, dyspareunia, migraine, vaginal discharge, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results: essure implantation procedure was successful without complications; doctor observed six trailing coils within the left uterine cavity and two trailing coils within the right. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.